Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it likely that repeated stress caused by the operation of the forceps elevator mechanism was concentrated on the knob wire strands, which led to fatigue failure; however, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: IFU (operation manual): 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited knob wire has been cut in a bent direction. There were no reports of patient involvement.